Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump was flashing the medtronic logo on the screen and had issues with the loss of communication. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7841zn, mmt-7040a. Troubleshooting was performed for display issues, and the customer reported that the pump was flashing. Troubleshooting was performed for labelling issues, and the customer reported that the product label was faded and missing. Troubleshooting was performed for the loss of communication issue between the insulin pump and the transmitter, and the customer stated that the transmitter was out of warranty. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned. No product return is required for mmt-7841zn. No product return is required for mmt-7040a.

Manufacturer narrative:
Flashing medtronic logo display due to severely corroded pcb1 board and pcb2 board. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to flashing medtronic logo display. Unable to confirm the pump connected to a test transmitter/sensor and monitor without any connection interruptions due to flashing medtronic logo display. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded motor home switch, corroded battery tube, scratched case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked case corner of the belt clip rails near the battery compartment, cracked retainer and serial number label missing. The p-cap/reservoir does lock properly. Confirmed flashing medtronic logo display after battery installation due to severely corroded pcb1 board and pcb2 board. Unable to confirm the pump connected to a test transmitter/sensor and monitor without any connection interruptions due to flashing medtronic logo display. Retainer ring damage confirmed. Cosmetic damage was confirmed at the serial number label. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.